Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with varipulsetm catheter and observed the loop or curve of the catheter was stuck/jammed in a fully contracted position. The diameter could not be adjusted during the surgery. A second device was used to complete the procedure. There was no patient consequence reported. Additional information was received on 24-apr-2025. The loop or curve of the catheter was stuck / jammed in a fully contracted position. The knob / piston was unable to be turned and/or pushed up and down. The failure was found during testing before being administered into the patient's body. No ring, electrode nor other physical damage was observed at the distal end of the catheter. The event was originally considered non-reportable, however, bwi became aware on 24-apr-2025 of the loop or curve of the catheter was stuck/jammed in a fully contracted position and have reassessed the event as reportable. The awareness date for this record is 24-apr-2025.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 29-may-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31579658l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with varipulsetm catheter. The diameter could not be adjusted during the surgery. Additional information was received. The loop or curve of the catheter was stuck / jammed in a fully contracted position. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 02-jul-2025. Following j&j medtech procedures, a visual inspection and a contraction test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. It was noted that the contraction mechanism was not working at all. Due to the contraction issue detected during the test, the device handle was dissected and was found that the contraction puller wire was broken at handle area. A manufacturing record evaluation was performed for the finished device number lot, and no internal actions related to the complaint was found during the review. The contraction stuck reported by the customer was confirmed, as the condition of the puller wire may be related. The potential cause for the broken contraction is related to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. This product issue will be addressed through johnson & johnson medtech's quality system. An internal corrective action has been opened to investigate and improve the process for reducing this failure mode. Explanation of codes: -investigation findings: fracture problem (c070603) / investigation conclusions: cause traced to manufacturing (d03) / component code: steering wire (g04121) were selected as related to the customer¿s reported ¿the loop or curve of the catheter was stuck / jammed in a fully contracted position¿. In addition, biosense webster inc. Analysis finding of the ¿the contraction puller wire was broken at handle area¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: hose : steering wire (g04121) were selected as related to the customer¿s reported ¿the loop or curve of the catheter was stuck / jammed in a fully contracted position¿. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).